Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call placed to technical services by patient's wife where her husband had an echo last (B)(6) 2018 with cardiologist and noticed that this lead was hardly contracting at all. Physician thought there must be something wrong with the wires. Wanted to send a reports to an md in panama. The physician was unknown at unknown facility in panama. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).